Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device leaking was confirmed. Service will repair the device. The quality investigation is ongoing, and a follow-up report will be submitted if further results of the quality investigation require one.

Event description:
It was reported, the handpiece leaked oil during an orthopaedic surgery. There was no pt or user injury or any other adverse consequences reported. There is no indication that any leakage entered the surgical site or that additional treatment was administered as a result of the event. The procedure was completed successfully with a backup handpiece.